Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions), e1 (initial reporter name, email), e2, e3,g2, d5a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they had checked the device and confirmed the issue. Fse ran all manifold test through service diagnostic mode and observed that deep vacuum check failed. The muffler of the vacuum line was found choked and required replacement. Fse replaced muffler (0103-00-0631). Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that the machine is displaying an autofill failure error message in cardiosave intra aortic balloon pump, there was no patient involved.